Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest pain and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to controls. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via right jugular vein due to pe (pulmonary embolism) concern for ivc thrombosis, dvt (deep vein thrombosis) and possible arterial occlusion. Patient is alleging vena cava perforation, organ perforation. Patient notes and further alleges experiencing "chest pain" and depression. Per the (B)(6) 2009 ivc filter placement: ¿because of the documented pulmonary embolism and the patient's clinical symptoms of blood clot formation despite heparin, and inferior vena cava filter was positioned in an infrarenal location. The tulip filter was deployed in a normal fashion and spot film demonstrates all legs be opened and well opposed to the wall of the cava...impression: successful deployment of an infrarenal gunther tulip retrievable ivc filter.¿ per a CT (computed tomography) abdomen/pelvis dated (B)(6) 2019: ¿the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 8mm. One (1) anterior strut perforates the ivc wall 5mm and contacts the bowel. One (1) medial strut perforates the ivc wall 8mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 7mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 7mm and resides within the soft tissues. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.